Event description:
It was reported that a user initiated a supply change on the ilet but proceeded without the infusion tubing attached, inserted the cartridge after rewind, and then attempted to fill the tubing; customer care guided the user to restart the supply change sequence, and the sequence was completed successfully. Symptoms included no adverse clinical effects, no hypoglycemia, and no hyperglycemia. Outcomes included no injury, no hospitalization, and no alarms. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed user handling error during the supply change process, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use instructions.